Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6)implanted: (B)(6)2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) was going to have the device explanted on (B)(6), 2025.

Event description:
The explant still has not been scheduled yet, they are planning to do a pain pump trial on the patient and if that goes well they would schedule both the pump placement and the stimulator explant for the same date. The new pain did improve once the stimulator was off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported the patient is experiencing a new pain (unrelated to baseline). The cause was not reported, but the issue is ongoing. Additional information was received on 2024-nov-18. The rep responded to follow up reporting the cause of the new pain was not determined. On (B)(6) 2024 the pt had met with manufacturer representatives (reps) for reprogramming to try and address the new pain or to if the stimulator was causing the new pain. After each attempt it was reported by the patient that the pain was still persisting. The pt was told to turn the stimulator off on (B)(6) 2024 because the pt's pain was not getting any better. The rep has not heard back from the patient yet. The issue was not resolved. The pt had contacted the account informing them they would like the stimulator explanted. The date of explant has not been determined yet.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot/serial# (B)(6), implanted: (B)(6) 2024, product type: lead; product ID: 977a260, lot/serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 24-may-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 24-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.